Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient who received a partial refractive treatment of a different patients. The patient had an additional treatment one month later to correct the residual refractive error. Additional information received; the procedure was aborted by the surgeon mid firing of the laser.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Review of the logfiles for the day of treatment shows all laser system functions were within specifications for the respective treatment. During treatment phase of reported treatment after successful center test showed a message and the user aborted the treatment. This message appeared during the treatment due to the user press the center pedal instead of the laser pedal. After that the user restarted the aborted treatment and finished its successfully. The logfile review cannot confirm the reported problem. No technical problem can be identified by the logfile review. The system history shows that the laser was verified successfully prior to and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The message appeared during the treatment is as the user pressed the center pedal instead of the laser pedal. After that the user restarted the aborted treatment and finished it successfully. So the complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).